Manufacturer narrative:
The cartridge blade subject to this investigation was not returned to the manufacturer for evaluation. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that one blade pin fell of the blade cartridge assembly during a surgical procedure on the knee. It was also reported that the blade pin did not fall into the surgical site and there were no delays to the procedure as a result of this event. It was further reported that another blade was readily available and the procedure was completed successfully.